Manufacturer narrative:
Device was used for treatment, not diagnosis. Steinbacher, d., skirpan, j., puchala, j., and bartlett, s. (2011) expansion of the posterior cranial vault using distraction osteogenesis. Plastic and reconstructive surgery, volume 127: 792-801. This report is for unknown - flexible extension arm/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article steinbacher, d., skirpan, j., puchala, j., and bartlett, s. (2011) expansion of the posterior cranial vault using distraction osteogenesis. Plastic and reconstructive surgery, volume 127: 792-801. The purpose of this article is to demonstrate the efficacy of posterior vault distraction and evaluate perioperative variables compared with conventional methods in syndromic children. This was a retrospective study that occurred from 2008 to 2010. Eight (8) children were identified, two (2) boys and six (6) girls. Mean follow-up was 278 days (range, 90 to 548 days). This is report 2 of 2 for (B)(4). This report is for an unknown - flexible extension arm and refers to patient 5, who experience fracture of the distraction arm flexible extensions.